Manufacturer narrative:
Image review: two additional photos have been provided and evaluated. Redness to the leg is observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the treated leg still presents redness and inflammatory reaction after few months. The patient has reported tenderness and heat on the leg which is being managed with anti-inflammatory painkillers. The physician is considering removing the venaseal implant surgically. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: month and year valid correction: it was previously reported that" the patient has reported tenderness and heat on the leg " it should read hardening instead of tenderness. The first onset of symptoms appeared approximately 8 months after the procedure, not 11.5 as previously reported additional information: the symptoms initially lasted for 3 months. After two months of the symptoms appearance, the inflammation was treated with voltaren and ibuprofen 600. It was reported that the redness and inflammation would always disappear after 2-3 days. There was no discomfort noted during the following 3 months, however the redness below the knee occurred again approximately 14 months after the procedure. Approximately a month and half later inflammation was seen for the first time on patient's left thigh. The place was warm again and there was a hardening. Quark wraps alone were not enough to alleviate the symptoms, so patient took ibuprofen and used voltaren oitnment and the symptoms would subsidized after 3 -4 days after treatment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicates the medications ibuprofen and diclofenac were prescribed. Image review: the customer provided a photo of a patient's leg which showed redness below the knee around the calf. The reaction appears to be widespread around the calf versus in the gsv treatment zone. Clinical input concluded the event is unlikely related to venaseal. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was treated with venaseal. The great saphenous vein (gsv) was treated and the vein is reported to have closed. IFU was followed. The procedure was completed without any reported issue. Approximately 11.5 months post procedure, an injury of red stains on left leg at calf section is reported for the patient as a reaction to the venaseal. The patient was treated with ibuprofen and diclofenac. No further injury reported. The patient is doing well, but the patient's condition has not yet resolved and there is no further treatment planned.